Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. A partial connector portion of the lead was returned in one piece. A full breached outer insulation degradation was found adjacent to the connector boot region. The inner insulation was not damaged in this location.

Event description:
This report is to advise of an event observed during analysis.